Manufacturer narrative:
(B)(6) 2022 - lead was capped and replaced due to intermittent capture and overensing. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on lead. Lead check flipped to unipolar due to low impedance. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.